Event description:
It was reported that subsequent to the implant of protegen sling, the pt experienced bleeding, infection and erosion of the sling into the urethra. The pt has three additional surgeries including removal of the sling and reconstructive surgery to repair damage caused by the sling. The device was not returned for eval.